Event description:
Reportedly, after the successful use of a pilot 50 and a fielder xt with the corsair microcatheter to treat a chronic total occlusion in the right coronary artery with moderate tortuosity, a 3rd guide wire exchange was done using a new fielder xt; however, the new fielder xt could not cross through the corsair microcatheter which was being used during a retrograde approach. The retrograde approach was aborted at this point and an antegrade approach was used with a bmw guide wire without further issue. This caused a clinically significant delay in the procedure, however, no adverse patient effects occurred. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).based on the available information and without the return of the product, a conclusive root cause can not be determined for the reported experience.the device history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.